Event description:
A report has been received that the pump is leaking oil and not holding pressure. No injury. Please note any further information received on this incident will be provided in a supplemental report.